Event description:
Plaintiff was implanted with monarc to treat pelvic organ prolapse and/or urinary incontinence on (B)(6) 2007. Plaintiff's attorney alleges that, "after, and as a result of implantation," of the mesh, "plaintiff suffered serious bodily injuries including but not limited to infection, scarring, erosion of her internal bodily tissue, pain during intercourse, and other injuries." Also alleged, plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury, has experienced significant injuries that will result in "some permanent disability," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.